Manufacturer narrative:
Product complaint # (B)(4). Updated sections: g4, g7, h2, h3 and h6. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. [Complaint conclusion] as reported by an affiliate, during a coil embolization of the major aortopulmonary collateral arteries (mapca) at the collateral circulation coming from the right internal mammary artery, a 4mm x 12cm galaxy g3 coil ((gly120412, l12742) was used, but the green system ready light did not illuminate. Therefore, it was replaced with another galaxy g3 coil. Then, the coil of a 3mm x 12cm deltafill 18 coil (dlf180312, l13558) prematurely detached inside the sheath introducer. Therefore, this coil was also replaced with another coil. There was no reported patient injury and the procedure was completed. Additional information received indicated that the devices were prepped as per the instructions for use. There had been no packaging issues. The coil delivery systems were prepped without any difficulty. Pre-deployment electrical testing was performed with the galaxy g3 4mm x 12cm and the deltafill18 3mm x 12cm. No further information was provided by the hospital. A non-sterile unit galaxy g3 4mm x 12cm was received inside of a pouch. The hub was inspected, and no damages was noted on it. The dpu was inspected and it was found in good normal conditions. Also, the marker band was found at 47 cm from hub, and it was found within specification. The re-sheathing tool was inspected, and it was found in good normal conditions. The introducer was inspected, and it was found zipped in good normal conditions. The v-notch was inspected under microscope and it was found in normal good condition. The rh was inspected under microscope and they were found in good normal conditions and was found not heated. The embolic coil was inspected under microscope and it was found in good normal conditions. The resistance of the device galaxy g3 4mm x 12cm was measured with multimeter. Resistance initially measured approximately 0 o, which it showed loss of electrical continuity. Afterwards, there was an intent to perform continuity signal test for embolic coil to the pins, only one of the pins showed normal & stable electrical resistance. Therefore, the cause and the point exact of loss of electrical continuity could not be determined. Also, the device was connected to detachment control box dcb00000500 (dcb) with a enpower control cable lab sample and the power was turned on. The system ready light was not illuminating. Due to these conditions, the detach cycle could not be performed. A manufacturing record evaluation was performed for the finished device l12742 number, and no non-conformances related to the reported complaint condition were identified. The complaint reported by the customer ¿coil - failure to detach¿ was confirmed, due the detachment cycle could not be performed due a loss of electrical continuity. The root cause of the loss of electrical failure cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures, it could be related to the handling and manipulation of the device, however, this cannot be conclusively determined. Based on the information available for review, it is possible that procedural and handling factors may have contributed to the reported event. Failure to detach is a known potential issue associated with the use of this device. The instructions for use (IFU) contains several precautions related to this issue and includes instructions for troubleshooting the situation should it be encountered during use. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.

Manufacturer narrative:
Product complaint #: (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Procode: krd/hcg. Initial reporter: the customer contact information, including name, occupation, phone, fax, and e-mail address, was not reported. Manufacturing site name: codman and shurtleff inc., dba depuy synthes products, inc. ((B)(4)) this is one of one products involved with the complaint and the associated manufacturer report numbers are 3008114965-2019-01062.

Event description:
As reported by an affiliate, during a coil embolization of the major aortopulmonary collateral arteries (mapca) at the collateral circulation coming from the right internal mammary artery, a 4mm x 12cm galaxy g3 coil (gly120412, l12742) was used, but the green system ready light did not illuminate. Therefore, it was replaced with another galaxy g3 coil. Then, the coil of a 3mm x 12cm deltafill 18 (dlf180312, l13558) prematurely detached inside the sheath introducer. Therefore, this coil was also replaced with another coil. There was no reported patient injury and the procedure was completed. No further information was provided by the hospital.

Manufacturer narrative:
(B)(4). Section b5: additional information received indicated that the devices were prepped as per the instructions for use. There had been no packaging issues. The coil delivery systems were prepped without any difficulty. Pre-deployment electrical testing was performed with the galaxy g3 4mm x 12cm and the deltafill18 3mm x 12cm. No further information was provided by hospital. Section e1: initial reporter phone: (B)(6). The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.